Event description:
The customer stated, that he tested his blood glucose using his breeze meter and his daughter's breeze 2 meter. The breeze meter read 242 mg/dl, while the breeze 2 read 90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.